Event description:
It was reported that an unspecified elastomeric device underinfused during patient infusion. Approximately 50% of the medication remained in the device. The device contained 4450mg of an unspecified medication in 115ml of diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter facility name: the clatterbridge cancer centre nhs foundation trust should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.